Event description:
It was reported that the patient experienced a loss of therapeutic effect in the perineum, leading to loss of bladder control. There was no known accident or incident related to the complaint, though the patient possibly had a urinary tract infection. It was unclear whether the symptoms were due to the uti or if the system needed to be reprogrammed. The patient started antibiotics on (B)(6) 2011 and planned to wait several days in order to get a better determination as to the cause of the symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037, serial # (B)(4); lead model 3889-28, lot # v644344, implanted: (B)(6) 2011, explanted: unknown.